Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for a gap between acoustic lens and ultrasound probe, a chip in adhesive area between acoustic lens and ultrasound probe, damage on acoustic lens, and damage on ultrasonic probe was traced to component failure. However, the most probable cause for foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe, a chip in adhesive area between acoustic lens and ultrasound probe, damage on acoustic lens, damage on ultrasonic probe, foreign material in forceps elevator and foreign objects on adhesive on bending section cover. There was no patient involvement.